Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection based on the blood culture of the patient is strep bovis. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately seventeen months. Based on the follow-up with the health-care provider, it was learned that the explant was due to strep bovis prosthetic aortic valve endocarditis. It was also indicated that the event was due to patient related factors. Per the discharge summary report, patient had been doing well until approximately two months prior, when the patient was presented to the emergency room with was thought to be bronchitis, and was treated accordingly and discharged. Over the next several weeks, the patient fell worse. Patient was readmitted to the hospital on (B)(6) 2011 with acute chest pain, shortness of breath, and have found to have a loud murmur. Tee which identified and confirmed prosthetic aortic valve endocarditis. In addition, the patient had a blood culture positive times two for strep bovis (turned gallolyticus). The subject device was removed and replaced with another edwards bioprosthetic valve.